Event description:
Analyzed fio2 on genosyl system displayed approximately 40% variance between fio2 set on concomitant medical devices. Call placed to helpline for troubleshooting recommendations led to increase of fio2 to 100% being delivered to the patient. No resolution to patient scenario until device removed from patient care. Adjustment of fio2 on concomitant medical device resulted in a displayed decrease of nitric oxide by 8 ppm, as well as significant swings of nitric oxide from 12 ppm to 3-5ppm during patient care. Machine removed as soon as able and manufacturer consulted, logs downloaded, awaiting report for cause of incident.